Event description:
In 2009, the pt reported experiencing ongoing elevated blood glucose of 300-400 mg/dl for 1.5 weeks since beginning use of the infusion device. She bolused through the infusion device and injected insulin via syringe to lower her blood glucose. She switched to her backup infusion device one day prior, and stated that her blood glucose has been "perfect since then". Her target blood glucose value is 120 mg/dl. She confirmed the basal rates were programmed correctly and the bolus history was accurate. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.